Event description:
Levo head positioning system became unlocked from table. Surgeon secured locks on table and reinforced with silk tape. Not untoward patient effects. Manufacturer response for head positioning system for spine procedures, lveo head positioning system (per site reporter). Representative made aware day of surgery. No response yet from representative.